Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is the final report.

Event description:
The guardians noticed a decline in the recipient's hearing performance with the device after a head trauma. After one month of observation, the hearing did not improve.the recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The guardians noticed a decline in the recipient's hearing performance with the device after a head trauma. After one month of observation, the hearing did not improve.